Event description:
Pin hole found in tubing upon reassessment of tubing during chemotherapy infusion to patient in hematology/oncology outpatient clinic setting. Clinicians identified issue, stopped the infusion, and escalated to clinical, operations, and supply chain management teams.